Event description:
It was reported that patient experienced vomiting, nausea and feel hot and cold right after the trial procedure. The patients spinal cord stimulator trial lead was explanted and was doing well. The explanted device will not be return.